Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel, which was oversensed and resulted in non-sustained episodes as well as pacing inhibition. It was noted that the noise was reproducible with deep inspiration only. It was questioned if this could be the high voltage leads reversed in the header. Technical services (ts) discussed possible causes and troubleshooting options for the noise. It was also noted that when the rv sensitivity was reprogrammed to 1 mv, the oversensing was eliminated. Defibrillation threshold (dft) tests have never been performed on this patient due to a left ventricular (lv) thrombus. Ts stated if the decision was to program the rv sensitivity to 1mv, then dft testing would be recommended. It was later noted that the device had been successfully reprogrammed. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available the event will be updated.